Event description:
The physician was attempting to use a euphora (rx) balloon to treat a tortuous lesion located in the rca. The euphora was the first coronary balloon used to cross tight mid and prox rca. Resistance was encountered when advancing the device. The device was inspected, prepped as per IFU with no issues noted. Negative prep was performed with no issues noted. It was reported that the balloon got stuck at the junction point between the nitinol tip and the stainless steel shaft of the guidewire as the physician was trying to pull the balloon back after three inflations at 18atm. The physician had to remove the guidewire and balloon out as one unit. It was also reported that the dilatations had caused a dissection and upon removal of the euphora balloon and 0.014 guidewire, the physician an was not able to get back down through the rca to complete the procedure with a new 0.014 guidewire. Additionally the physician stated they could not get back across the rca dissection with acute closure, despite trying multiple wires and spending 70 minutes of fluoro time. The physician reported that troponin peaked at 2, so minimal mi was observed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the distal tip was severely damaged. The inner shaft was bunched around both the distal and the proximal marker bands. Blood was visible in the balloon and inner lumen. The device was placed in a water bath to disperse hardened blood and contrast. Following soaking the guidewire was still locked in the device. The distal shaft was then cut 15cm proximal to the tip. This portion of device was then removed from the wire with no resistance. The rest of the device was still stuck on the guidewire. Significant damage was then noticed on the guidewire. The coils of the guidewire were bunched and broken. This bunching was stuck in the guidewire entry port of the catheter and once this was removed the device could move freely over the rest of the wire. Mandrel movement was successful post removal of the damaged guidewire. (B)(4).